Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the tip of the electrode was broken off of the device. It was reported that the device had a component that disengaged. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device's electrode part at the tip broke off halfway and fell into the abdominal cavity. All parts were retrieved. Replaced with a new device and used. There was no patient injury.